Event description:
It was reported that the patient was implanted in 2001. The patient lost weight and the device began to hurt in the buttocks are where it was implanted. The patient was unable to sit comfortably and had the device explanted in 2004. It was noted that the patient believed her sciatica decompressed and she did not need the device any longer. When the neurostimulator was explanted the leads were left intact, and the patient stated that she could not ever have an MRI. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model unknown lot# unknown implanted: unknown explanted: na.